Manufacturer narrative:
Dates estimated. The additional adverse patient effects referenced will be filed under a separate medwatch report #. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. A conclusive cause for the difficulties listed and the reported death can not be determined based on the limited information available. The patient effects listed are consistent with the product risk profile and are therefore expected. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. The xience and xience prime referenced in b5 are being filed under separate medwatch report #s. Article title: poly (l-lactic acid) bioresorbable scaffolds versus metallic drug-eluting stents for the treatment of coronary artery disease: a meta-analysis of 11 randomized trials.

Event description:
It was reported through a research article identifying absorb, xience prime, and xience that may be related to the following: patient death, myocardial infarction, thrombosis, revascularization, and rehospitalization. This article summarizes clinical outcomes of 10,707 patients that were treated with xience/xience prime stents and absorb scaffolds. Specific patient information is documented as unknown. Details are listed in the attached article, titled "poly (l-lactic acid) bioresorbable scaffolds versus metallic drug-eluting stents for the treatment of coronary artery disease: a meta-analysis of 11 randomized trials."